Manufacturer narrative:
The results of the evaluation are not available at the time of this report.

Event description:
The event is reported as: the device leaks oxygen at the screw level. The alleged incident occurred during oxygen therapy on a patient. The device was removed and replaced with a new one without consequence. No patient injury reported.